Event description:
Caller reported multiple ongoing occlusion alarms affecting blood glucose levels, which was displayed as "high"," specific blood glucose values were not known. To address the high blood glucose, the customer administered a correction injection via mdi, changed the infusion set and cartridge, and then resumed insulin delivery. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues.